Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a "lowering of the colon" procedure, it was not observed any problems. However, after twenty-four hours of the surgery, the patient presented fistulae at the anastomosis site, where the stapling was made. The patient had to be re-op. There were no other reported patient complications. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.